Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the video submitted for evaluation. Bd received one video which shows a q-syte that was being held and manipulated. During the visual examination of the video, it was observed that the septum top disk could be lifted from the top body confirming the defect of defective septum. No additional damage to the unit was noted from the video. A defective septum may occur due to excessive force exerted on the septum in the clinical environment or during the manufacturing process. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. Without close examination of the actual sample, bd was unable to determine a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10;

Event description:
It was reported that q-syte closed luer access device had a bad connection. The following information was provided by the initial reporter: detachment of silicone from the edge, causing the entire silicone part to remain inside the connector.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device had a bad connection. The following information was provided by the initial reporter: detachment of silicone from the edge, causing the entire silicone part to remain inside the connector.